Manufacturer narrative:
Results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical and reddish residue/debris on the product. Conclusion- (no conclusion can be drawn): based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted an aa4204vl plate silicone lens. The lens tore upon insertion into the eye. The lens was removed and surgery was completed using another lens. No pt injury.